Event description:
Medical affairs spoke to the pt in 2004 and obtained/verified the following information: pt called lfs and alleged that their meter was reading inaccurately low. The pt stated that they tested on their meter and obtained a result of 240 mg/dl. They stated that they began to experience blurry vision. They went to the urgent care clinic a half hour later and obtained a result of 347 mg/dl. The pt was treated with insulin. They also brought their meter with pt to the clinic and retested after testing on the clinic's meter; the result was 233 mg/dl. The test strips were in good condition, codes matched, and the techniques for applying blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution or a check strip to troubleshoot. The pt also reported that the meter was not cleaned according to the owner's manual. Based on the information provided, there is no evidence of a meter malfunction. However, the pt suffered a serious injury that may have been due to lower results on the meter, which could be caused by use error (improper meter cleaning). The pt stated that they would have taken more insulin if they knew their blood glucose was higher. A replacement meter is being sent to the pt.